Event description:
Pt called due to receiving scale and overfill alarms. This is the pt's second night using the device. Pt indicated ccpd fill volume = 1300 mls. The pt reported 2 events or large drain volume from current treatment: 2410 mls = 185% ipv and 2480 mls = 191% iipv. The pt indicates she had already contacted her pdrn. She was instructed by her pdrn to complete treatment with capd. Tech support provided info regarding scale alarms.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. Despite multiple attempts, medical records could not be obtained.